Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a swivel connector not originally installed by smith and nephew was observed. The letters ¿pasc¿ were engraved into the large arm proximal sleeve and several scratches were observed over the entire unit. No hydraulic fluid was noted within the bimba tube. A functional evaluation revealed a piston migration of 2.84 inches, indicating fluid loss. The unit failed the fifty pound load test at the piggy back joint. The complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported by customer that device presented a loose piggyback joint.